Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, when the catheter was in the device, and attempting to flush the introducer from the side port, air was aspirated when the syringe was pulled. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.